Manufacturer narrative:
Exact date unknown, event occurred several months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17354059.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.